Event description:
The user facility alleges that the duckbill valve housing fell into the resuscitator bag during use in a code situation. Another resuscitator was obtained and there was no patient compromise.